Event description:
It was reported that a fractured shaft occurred. The target lesion was located in the proximal segment of the circumflex artery with an almost 90 degree bend noted proximal to the lesion. A 1.25mm rotalink burr was used for treatment. During the procedure, the physician successfully ablated the proximal end and then continued to ablate through the mid lesion. While attempting ablation in the mid lesion, it was observed that the advancer was still rotating, but the burr was not moving. The shaft of the device had fractured at the burr. The burr was no longer attached to the rota catheter, but remained on the wire. The burr and the wire were removed together and the procedure was completed by re-wiring and stenting the two lesions. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. The catheter was connected to the advancer via the handshake connection; however, the catheter was not attached to the advancer. The handshake connection was disconnected from the advancer and the guide wire was running through it. The guide wire was running through the entire advancer and catheter. The burr was detached from the catheter coil was returned with the guide wire running through it. The sheath was covering the distal end of the coil where the burr should have been attached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a fractured shaft occurred. The target lesion was located in the proximal segment of the circumflex artery with an almost 90 degree bend noted proximal to the lesion. A 1.25mm rotalink burr was used for treatment. During the procedure, the physician successfully ablated the proximal end and then continued to ablate through the mid lesion. While attempting ablation in the mid lesion, it was observed that the advancer was still rotating, but the burr was not moving. The shaft of the device had fractured at the burr. The burr was no longer attached to the rota catheter, but remained on the wire. The burr and the wire were removed together and the procedure was completed by re-wiring and stenting the two lesions. No patient complications were reported and the patient's condition was stable.